Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, the device was not able to connect to the application via patient's phone. Further interrogation revealed that last remote transmission was (B)(6) 2020. The device battery was found to be at end of service. No further intervention was performed. The patient was stable. Further information was requested but not yet available.